Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) female patient coincident with extraneal viaflex and physioneal 40, unknown bag therapies. In (B)(6) 2010, the patient began treatment with extraneal viaflex and physioneal unspecified product (dose, frequency and lot number not reported) intraperitoneally (ip) for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2011, the patient contacted the renal unit and reported that she was experiencing "grumbling abdominal pain". On (B)(6) 2011, the patient presented to the renal unit with severe abdominal pain, and clear fluid. On (B)(6) 2011, the patient received vancomycin 2 grams daily, every seventh day, which continued until (B)(6) 2011. The event of sterile peritonitis was reported as ongoing and improved. Extraneal viaflex and physioneal 40 unknown bag therapies were reported as ongoing. The nurse reported the event of sterile peritonitis was unrelated to physioneal 40, unknown bag and was related to extraneal viaflex therapy. The nurse reported that the cause of the sterile peritonitis was unknown.